Manufacturer narrative:
It was reported that a saber balloon catheter ruptured. Therefore, the balloon was replaced with a new saber balloon catheter, and two smart stents were implanted in the target lesion and the procedure was completed successfully. There was no reported patient injury. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 %, chronic total occlusion (cto). Two non-cordis gudiewires crossed the lesion, and a saber balloon was delivered to the lesion for inflation. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17562457 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (cto/100% stenosis) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber balloon catheter ruptured. Therefore, the balloon was replaced with a new saber balloon catheter, two smart stent were implanted in the target lesion and the procedure was completed successfully. There was no reported patient injury. Two non-cordis crossed the lesion and a saber balloon was delivered to the lesion for inflation. The target lesion was the iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis.